Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: this lead showed history of oversensing and undersensing causing a loss of pacing for >2 sec. Lead currently remains implanted. Should additional information be received, this file will be updated.